Event description:
It was reported that the patient underwent a posterior lumbar interbody fixation at l1-s2 to treat degenerative kyphoscoliosis. It was discovered on films that the cage subsided at l5/s1 with posterior spreading between l5 and s1 in extension and flexion motions. The patient complained of pain. No additional patient complications were reported. No revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). Part # (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.